Manufacturer narrative:
(B)(4) g2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately five years post-right hip implantation, the patient had elevated metal ions. There was no known intervention or treatment. Attempts have been made and no further information has been provided.